Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2025 and suture was used. The specialist veterinary assistant wishes to report a quality defect concerning vicryl plus, whose thread breaks at the needle. She indicates that this problem has occurred several times, during different types of surgeries. No impact on animals was found. It clarifies that the defect does not affect all pockets in the lot. To date, about half of the box remains available at the clinic. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/10/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4): the specialist veterinary assistant wishes to report a quality defect concerning vicryl plus, whose thread breaks at the needle. (B)(4): represents the ambiguous number of events. How many devices demonstrated the alleged deficiency? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly provide the lot number for each vicryl plus, please? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.